Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2018. The patient was in the hospital and sedated prior to passing. It was reported that the patient's death was not cardiac related. The patient's daughter was with the patient at the time of passing. The lifevest was reportedly alarming. It was reported that the patient was on hospital telemetry and that resuscitation efforts were performed. Clinical review of the download data, indicates the patient received six shocks in response to atrial fibrillation (af) with a rapid ventricular response. The first lifevest treatment was at 19:03:12 on (B)(6) 2018, while the patient was in af with a rapid ventricular response at 170 bpm with pvc's. The patient's post shock rhythm was af with a rapid ventricular response at 150 bpm with pvc's. The second lifevest treatment was at 19:05:27, while the patient was in af with a rapid ventricular response at 150 bpm with pvc's. The patient's post shock rhythm was af with a rapid ventricular response at 140 bpm with pvc's. The third lifevest treatment was at 19:05:59, while the patient was in af with a rapid ventricular response at 170 bpm with pvc's. The patient's post shock rhythm was af with a rapid ventricular response at 170 bpm with pvc's. The fourth lifevest treatment was at 19:06:29, while the patient was in af with a rapid ventricular response at 180 bpm with pvc's. The patient's post shock rhythm was af with a rapid ventricular response at 160 bpm with pvc's. The fifth lifevest treatment was at 19:06:58, while the patient was in af with a rapid ventricular response at 170 bpm with pvc's. The patient's post shock rhythm was af with a rapid ventricular response at 170 bpm with pvc's. The sixth lifevest treatment was at 19:07:26, while the patient was in af with a rapid ventricular response at 160 bpm with pvc's. The patient's post shock rhythm was af with a rapid ventricular response at 150 bpm with pvc's. The lifevest then detected a non-treatable rhythm at 19:09:52. The lifevest then detected an arrhythmia with response button usage, while the patient was in af with a rapid ventricular response at 180 bpm with pvc's. The electrode belt was disconnected at 19:10:24 on (B)(6) 2018. The patient was in af with a rapid ventricular response at 190 bpm with pvc's at the time of the electrode belt disconnection. The patient subsequently passed away on (B)(6) 2018. Subsequent monitoring of the patient was not possible due to electrode belt disconnection. The patient was in a non-treatable, life sustaining rhythm at the time of electrode belt disconnection. There is no indication that the lifevest caused or contributed to the patient death.